Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Crimp marks were visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that a xience xpedition 3.25 x 33 mm stent was advanced to an unspecified lesion and the stent delivery system (sds) balloon was inflated. It was then noted under intra-vascular ultrasound (ivus) that a stent was not deployed at the lesion. The stent implant was found to have dislodged prior to use and remained inside the protective sheath. No resistance was encountered during removal of the protective sheath during preparation. A xience xpedition 3.25 x 28 mm stent was deployed at the lesion and the procedure was completed. No patient adverse effect and no clinically significant delay were reported. No additional information was provided.